Event description:
It was reported the device was leaking. No adverse effects reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information provided for h3, h6, and h10. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with a damaged display label and pole clamp assembly. The reservoir cover contains large cracks on the reservoir cover around the screws. The technician filled the reservoir tank with water. The reported issue was duplicated, and the device leaked from the cracks on the reservoir cover. The cause of the reported issue was due to a cracked reservoir cover, typically caused by over tightening the screws. The root cause was due to user error during use. The technician replaced the reservoir cover and gasket. The device passed all functional tests.